Event description:
The customer stated the device failed to deliver shock to pt several times. The pt was successfully defibrillated.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.